Manufacturer narrative:
One sample returned for evaluation and the reported issue could not be confirmed. Visual examination was performed. Further examination showed no sign of any defect. A calibrated rod was passed through the returned unit and no obstructions were noted. An olympus broncho scope which is compatible with our broncho cath product was passed through the bronchial and tracheal lumens without any difficulty. The reported defect could not be detected on the sample returned for evaluation. The most probable root cause is the end user used a scope which was not compatible with our broncho cath product. Manufacturing controls are in place to confirm internal diameter dimensions and to reduce the potential for occurrence during the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a bronchoscope getting stuck in broncho-cath tube. It was alleged that the broncho-cath tube malfunctioned and customer had to replace the patient tube. It was reported that they used a non-medtronic bronchoscope. It was indicated that there was no further patient injury.